Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. Reportedly, the fiber tip was successfully retrieved. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.